Event description:
Procedure: sleeve gastrectomy. According to the reporter: all three loading units used got stuck after firing, which forced the surgeon to retract the jaws to release the tissue. The staples did not form properly, did not close, were twisted, or loose inside the pt's cavity. The surgeon had to use scissors to release the rest of the sleeve with staples. The procedure was continued with another device. Operating room time delay reported as more than 30 minutes.

Manufacturer narrative:
(B)(4).